Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise image occurs, nozzle has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by damage to the circuit board of the scope connector. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunction reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope was not displaying an image. The issue was found during inspection for use. There were no reports of patient involvement.